Event description:
It was reported by service report that the power cord was missing the ground prong and the sheathing had been pulled away on three spots. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.